Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
On 7-aug-2025, intuitive surgical inc., (isi) received following additional information : the reported failure on 8mm fenestrated bipolar forceps instrument did not cause a fragment to fall inside of patient's anatomy. A planned x-ray test was performed on the patient to check for the remaining fragments. The customer could not confirm if they had noticed thermal damage or arcing on the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have damage on conductor wire insulation at the yaw pulley. There was material missing and the conductor wires were exposed. The wire was not torn or fully broken and instrument passed an electrical continuity test. There was some physical damage found at the yaw pulley. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. Correction to section d: primary product batch/lot number was updated to k17240919 0056.

Event description:
Refer to h11 for follow-up information.